Event description:
Tubing separated just past the 3-to-1 piece; patient had soft restraint on right wrist to prevent to much movement, blankets and pillow were near the site. Nurse found the triple tubing side in the bed no longer attached to PICC line. Patient unable to move left arm; right arm soft restraint and PICC line on right side.